Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to a micra pacemaker implantation interventional procedure. The first prostyle suture was deployed and replaced as intended. Reportedly, during use of the second prostyle device, a suture break occurred when the plunger was removed. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 23f, and the micra implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.